Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. After the ventilator was powered on in service, it had a hardware fault alarm condition. The hybrid board pc10 ultra capacitor had malfunctioned. The hybrid board was replaced to correct the reported problem.

Event description:
The ventilator was originally being returned for a scheduled preventative maintenance. The ventilator was received with a note stating that the ventilator had failed during transport (hw fault).